Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: non-sterile part: part: 02.211.034s. Lot: 3l05245. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 18.jan.2019. Expiry date: 01.jan.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part number:02.211.034 synthes lot number: h767936 supplier lot number: n/a release to warehouse date: 02nov2018. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2021; however exact date of screw breakage is unknown. Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that due to rupture of the screws the plate was removed on an unknown date. Screws remained in situ. No further information provided. Concomitant device reported: plate (part# unknown, lot# unknown, quantity# unknown); va lockscr ø2.7 head 2.4 self-tap l36 ss (part # 02.211.036s, lot # 2l92144, quantity 3); va lockscr ø2.7 head 2.4 self-tap l14 ss (part # 02.211.014s, lot # 2l68247, quantity 1). This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 34mm-sterile. This is report 1 of 5 for complaint (B)(4).